Event description:
It was reported that during testing conducted at the user facility by the sales rep, the device was overheating. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.